Manufacturer narrative:
No further information was provided.the investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable a1c-3 tina-quant hemoglobin a1c gen.3 - whole blood and hemolysate application results for 1 patient sample on a cobas c 111 with ise module compared to a dca vantage analyzer. The initial a1c-3 result on the c111 analyzer was 10.30%. The hemoglobin a1c result on the dca analyzer was 11.9%. No questionable results were reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.